Event description:
User facility medwatch received states: describe the event or problem: closure device suture would not engage while inserted in patient. No patient harm. Device removed intact x2. Dg--rm review: what was the original intended procedure? Cryoballoon pulmonary vein isolation/ a fib ablation; ultrasound guided venous access; ep study and 3d mapping.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. User medwatch report (B)(4).